Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was right ventricular (rv) oversensing due to myopotentials on the rv channel that resulted in a loss of pacing. A lead revision procedure was performed and the rv lead was capped and replaced. The patient was stable with no adverse consequences reported.